Event description:
A distributor in (B)(6) reported that an mr20 autofeed humidification chamber was leaking. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the mr290 was visually inspected for damage. Results: a split was found in the mr290 feed set tubing. The surface of the split has rough edges. A lot check revealed no other complaints of this nature for lot number 091118. Conclusion: the surface of the split in the feed set tubing was rough, suggesting that the split was caused by pulling. All mr290 chambers are pressure tested for leaks before they leave the production line. This suggests that the feed set tubing was split post-production. It is likely that the tubing had a short tail length, causing tension when the tubing was wound for shipping and eventually causing the feed set tubing to split. The mr290 user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a pt." (B)(4).